Event description:
The pt called the technical support hot-line as they received an "air in cassette alarm". The pt reverted to manual treatments as he was not able to continue treatment with the set up. The pt's nurse mentioned the pt had contracted peritonitis.

Manufacturer narrative:
The product investigation concluded the following upon receipt of the cycler: the cycler was not forwarded to failure analysis for an investigation; the cycler was sent to production to be refurbished. As per the DHR, the refurb process found that the cycler had a missing grommet on the cycler's baseplate and it was replaced. Once the cycler was repaired the cycler functioned properly and no discrepancies were found during the refurb and testing procedure. The clinical investigation concluded that the event of peritonitis is unlikely related to the liberty cycler as there were no fluid leaks discovered upon inspection. The pt's nurse stated that the pt's peritonitis was not related to the "air in cassette" alarm. She stated that the cycler door malfunctioned and caused the alarm. This is a retrospective MDR being submitted by fresenius medical care as a remediation action (B)(6) 2011 to (B)(6) 2013.